Manufacturer narrative:
The reported field events of a diagnostics issue and undersensing were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the anomalies could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the emergency room, the patient said they felt an arrhythmia that they recorded on their phone, but the device did not record anything. Undersensing was suspected to be the cause of the event. The device was explanted and replaced. The patient received no adverse event.